Manufacturer narrative:
It is unknown if there was patient involvement. This report is for an unknown blade/unknown lot. Part and lot number are unknown; UDI number is unknown. It is unknown if the device was implanted/explanted. A product investigation was completed: the overall complaint condition is confirmed as a small portion of a broken blade was received stuck on the distal tip of the device. However, this condition is not consistent with the initial reported condition as no breakage was observed on the extraction screw and the broken blade portion stuck on the distal tip was not initially reported by the complainant. The blade shows a roughly transverse fracture approximately 6.5mm/8mm from the proximal surface. Based on the received portion, the blade could not be identified. The blade portion is stuck on the extractor and shows significant dents and scrapes. The distal portion of the blade was not received. A visual inspection and drawing review were performed as part of this investigation. These issues were determined to be related to the design of the blade and the extraction screw. There has been a design change, thus, the complaint condition was likely a result of the previous design. Per the technique guide, this device is intended for use in removal of proximal femoral nail antirotation (pfna) and pfna-ii blades. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an extractor was received broken in an evaluation set. It was confirmed that the tip appears to be broken as it looks like part of the extractor is damage and broken off. It is unknown when the part broke and whether there was patient or procedure involvement. It was noted that during the product investigation that no breakage was observed on the extraction screw, however, a broken blade portion was found stuck on the distal tip of extractor. This report is for an unknown blade. This is report 2 of 2 for (B)(4).